Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was protruding out of the abdominal pocket. The device was explanted and the epicardial lead was capped. Antibiotics were started and the ipg will be replaced in a few weeks, and the capped lead will be reconnected to the new device. No further patient complications have been reported as a result of this event.